Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and d6b. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 09 jun 2024: the patient went to the hospital in order to remove the peg tube due the stoma site infection and recurring inflammation. It was reported that a physician recommended taking the peg tube out and wait for a month for a complete recovery of the tissues before a new peg tube.

Event description:
On an unknown date a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient experienced a stoma site infection with swelling around the outlet of the peg tube. The patient was treated with an unspecified oral antibiotic with a significant improvement.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.